Manufacturer narrative:
(B)(4).

Event description:
Customer reports the guidewire unraveled while pulling from the central line/introducer. The user had to pull the whole central line. No patient harm reported. The patient's condition is reported as fine.

Event description:
Customer reports the guidewire unraveled while pulling from the central line/introducer. The user had to pull the whole central line. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned a guide wire for evaluation. The guide wire was unraveled and showed evidence of use. Visual examination revealed the guide wire is unraveled from the proximal weld and is kinked/distorted in several locations along the body. The proximal end of the core wire and exposed out of the coil wire. The returned catheter and insertion components (ars and needle) show evidence of use but no obvious defects or anomalies. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld. The exposed distal core wire tip is tapered and discolored at the point of separation. Both welds were present and appeared full and spherical. The major kinks in the guide wire body were measured at 35mm, 91mm, and 117mm from the distal tip. The broken core wire measured 602 mm in length which is within the specification of 596 - 604 mm per guide wire product drawing; therefore no pieces of the core wire appear to be missing. The outside diameter of the guide wire measured 0.789 mm which is within the outer diameter specification of 0.788-0.826 mm per guide wire product drawing. Functional inspection of the guide wire could not be performed for this complaint investigation due to the damage to the returned guide wire. A manual tug test confirmed that the distal weld was intact. A device history record review was performed on the guide wire and catheter and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld. The guide wire met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.